Manufacturer narrative:
Stryker has requested the devices to be sent to the stryker european service center for evaluation. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the device and was able not able to duplicate the issue. However, the device failed the charge time during testing and it was found that the magnet was missing from the device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was sent to the product assessment center (pac) for further evaluation . The pac technician verified the issue of the missing magnet. The pac technician could not duplicate the issue of not shocking or delayed charge time, but did verify the issue of delayed charge time in the device's memory. Root cause of the missing magnet is determined to be the bent / stretched magnet retaining clips. Root cause of no defibrillation energy delivered and delayed charge time could not be determined. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that during service their device did not administer a shock. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.